Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, lead fracture was observed on the right atrial and right ventricular lead. Fracture on both the leads was confirmed via fluoroscopy. The right atrial and right ventricular leads were explanted and replaced. The patient was stable before, during and after the procedure.